Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced a missing sensor wire which occurred an unknown number of days after sensor had been inserted in the arm. The patient reported the event while calling for an unrelated issue and stated that this specific event happened ¿over one year ago.¿ the patient stated the sensor wire went missing under the skin and that their gp (general practitioner) prescribed a course of antibiotics. After that, no further intervention was needed, and the hcp (healthcare provider) advised the patient to wait for the sensor wire to come out by itself. No attempts were made to remove the sensor wire. The patient however stated that it took ¿over a year¿ to heal and stated that the area looked like a red pimple and would ¿flare up,¿ become infected, from time to time. No treatment or medical interventions were needed for these flare ups. The patient stated that since 5 to 6 months, the red pimple is no longer flaring up. It was not known if the sensor wire eventually came out of the skin. At the time of the report the patient was stable but reported that she had a scar. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.